Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient's polyethylene showed signs of delamination and the post of the insert had sheared off completely. Approximately 18 years post implantation, the patient was revised due to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product exhibits signs of extreme wear (nicked, gouged, pits, discoloration), the post was fractured. Not all pieces were returned. The implant was sent out for testing. The discoloration could not be conclusively identified. But the ftir spectrum of the base poly piece match the spectra of polyethylene (uhmwpe). The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.